Event description:
It was reported that labeling is smudged. Serial number and date codes are illegible. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation visual and functional testing were performed. Visual inspection found the device in excellent condition. Functional testing confirmed reported issue. The root cause of the reported issue was not established. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).